Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) fourteen times as documented in the repair reports in livelink. The last repair was september 6, 2016 where it was reported that the device produced an incomplete mesh and the damaged gear, roller and comb were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher on december 6, 2016 revealed damage to the roller, roller gear, side plates, comb and shoulder bolts. The calibration and test cut met the specifications. The device came in with two cutters, 1.5:1 ratio cutter, serial number (B)(4), which failed the test cut and a 2:1 ratio cutter, serial number (B)(4), which passed the test cut. The ratchet gear was also damaged. Repair of the skin graft mesher was performed by zimmer biomet surgical on december 6, 2016 which included replacement of the roller, comb, side plates, roller gear, shoulder bolts, ratchet gear, pin and spring. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. The reported event was confirmed since during the initial inspection it was noted that the ratchet gear was damaged. While during the initial inspection it was noted that the ratchet gear was damaged, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the ratchet was broken. Investigation results revealed the comb was damaged. No adverse events have been reported as a result of this malfunction.